Event description:
It was reported that during an unidentified procedure using a firstpass suture passer, the needle would not load properly into the device. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.